Event description:
Two bags broke before thawing. The secondary bags were intact and the cells were salvaged with a needle and syringe and reinfused. One bag was thawed locally and when the dry-shipper lid was removed the nurse and lab. Manager actually heard a very loud 'bang' as the cryocyte bag cracked in the shipper. It was therefore a spontaneous break not involving being handled or transported. 2nd bag of cryocytes were shipped to the hospital and were cracked before entering the waterbath.